Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2021-00462, 1627487-2021-00463. It was reported that during an scs trial procedure on (B)(6) 2021, a csf leak occurred when the first coude needle was placed. Physician repositioned the needle and was able to place the trial lead. Upon placing the second needle, another csf leak occurred. At this time, the physician decided to remove the second needle. A blood patch was performed and the patient was given IV fluids. Patient remained in the supine position for 1.5 hours. Patient was discharged home with only one lead placed. The next day, (B)(6) 2021, patient experienced fluid leakage from the lead site. As a result, patient went to the ER and got their trial lead removed on (B)(6) 2021. Patient also experienced headaches due to the csf leak. Another blood patch was performed on (B)(6) 2021 to address these issues. No further information available.